Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('7 weeks post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning of hair"), dry skin ("dry skin"), skin exfoliation ("skin peeling") and gingival pain ("gums are painful"). The patient was treated with surgery (she had undergone surgery for essure removal). At the time of the report, the medical device removal, alopecia, dry skin, skin exfoliation and gingival pain outcome was unknown. The reporter considered alopecia, dry skin, gingival pain, medical device removal and skin exfoliation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('7 weeks post operative') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical disc herniation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning of hair"), dry skin ("dry skin"), skin exfoliation ("skin peeling"), gingival pain ("gums are painful / tenderness around gums"), migraine ("migraine/headache"), tinnitus ("tinnitus"), arthralgia ("pain in shoulder and arm /pain in joints") and hypoaesthesia ("numbness in shoulder and arm"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, dry skin, skin exfoliation, gingival pain, migraine, tinnitus and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, dry skin, gingival pain, hypoaesthesia, medical device removal, migraine, skin exfoliation and tinnitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('7 weeks post operative') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical disc herniation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning of hair"), dry skin ("dry skin"), skin exfoliation ("skin peeling"), gingival pain ("gums are painful / tenderness around gums"), migraine ("migraine/headache"), tinnitus ("tinnitus"), arthralgia ("pain in soulder and arm /pain in joints") and hypoaesthesia ("numbness in shoulder and arm"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, dry skin, skin exfoliation, gingival pain, migraine, tinnitus and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, dry skin, gingival pain, hypoaesthesia, medical device removal, migraine, skin exfoliation and tinnitus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event migraine or headache, tinnitus, pain in shoulder and arm and numbness in shoulder and arm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.